Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 1888tc-52 competitor implantable pacing lead (B)(6) 2013; unk competitor implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had an infection and possible sepsis less than one month after the implant of their system. The left ventricular lead was removed along with the entire system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found. Blood was noted on the proximal and distal conductor of the lead and it was not obstructed. It was further noted that the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.